Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information. Correction : describe event or problem additional information: imdrf annex e, f, b codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pump module displayed total volume infused as 630 ml at the end of one (1) hour and twenty (20) minute infusion but the order was only 525 ml (210 mg of etoposide in normal saline). There was patient involvement but no harm.

Event description:
It was reported that the pump module displayed total volume infused as 630 ml at the end of one hour infusion but the order was only 525 ml (210 mg of etoposide in normal saline). There was patient involvement but outcome is unknown.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.